Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise over sensing, high pacing thresholds and pacing inhibition without asystole. A new rv lead was implanted at the same procedure. No additional adverse patient effects were reported. This device is expected for return.